Event description:
On 30-dec-2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia followed by hyperglycemia with blood glucose (bg) levels ranging from 39 mg/dl to 420 mg/dl. The user was admitted to the hospital, where the user was treated with IV dextrose and subcutaneous insulin and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia followed by hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in significant glycemic instability requiring medical intervention and is consistent with the reported emergency room presentation, subsequent hospital admission, and treatment with IV dextrose and insulin. Review of the reported information indicates the event occurred following a supply change in which a new cartridge was inserted without completing the rewind process while the infusion set was connected to the body, resulting in unintended insulin delivery. The user is partially visually impaired and required assistance during the supply change. No device malfunction was identified based on the available information. A follow-up MDR will be submitted if additional information becomes available.